Manufacturer narrative:
The account found that the left rail caregiver function control also had a bed exit control on it and would not turn off. Technical support told the account that would need to be corrected. Repairs have not been completed.

Event description:
The account alleged the patient positioning monitor (ppm) is alarming locally but not to the nurses station. No injuries.